Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported by a family member that the implantable pulse generator (ipg) has to be replaced after only two years when it was supposed to last eight years. They inquired if there is something wrong with the device. The device is scheduled to be replaced. No patient complications have been reported as a result of this event.